Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. Mmi final report indicated left total hip arthroplasty with vertical orientation of the acetabular cup. The image provided appears to be a post-operative image if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk/ unk stem/ lot # unk, item # unk/ unk cup/ lot # unk, item # unk/ unk head / lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04780, 0001822565-2019-04781, 0001822565-2019-04784.

Event description:
It was reported patient has been indicated for hip revision for unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.